Event description:
Pt has not had eye exam in 4-5 years, ordered hubble contact lenses for himself recently without ever having had a contact lens fit. Contacts resulted in headaches because he had uncorrected astigmatism, which could have potentially put further harm and strain on his visual system, resulting in an increase in prescription and decrease in visual ability. FDA safety report ID# (B)(4).